Event description:
N/a.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only. After further investigation it was identified that this complaint event has been reported already under mfg report number 2249723-2023-02834 . Please refer to mfg report number 2249723-2023-02834 for all information for this complaint event. Please cancel mfg report number 2249723-2025-0004660 in your database.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had unit failed pm. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.